Event description:
The reporter happened to observe a pt record stored in device memory which documented a 100 joules shock had been delivered. This is not a user selectable energy level for the product. There had been no allegation of any adverse pt affect associated with the report.